Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported they did not know cause for the short battery life. However, swelling had been constant since the original one was put in, in 1991. Patient reported the unit was off for 18 days after last surgery. All other surgeries, the unit was on right after. It was reported some adjustments to cycling on and off, didn't help. Issue has not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-apr-24. It was reported that the patient was not getting the pain relief he previously was getting since implanted with the new implantable neurostimulator (ins). The patient also wanted to know why his ins battery was running empty every two days and it seemed like it was defective. In the end, the patient stated that they talked with their healthcare professional (hcp) who recommended to contact a manufacturer representative (rep) to schedule reprogramming. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for malignant pain. The patient reported that his battery was only lasting 2 days since the new battery. The patient reported that the past battery would last a week to 10 days. The patient reported that he had his ins off until everything was healed up. The patient reported that all the swelling left the leg and now back when he turned the ins back on. The patient reported that this had been going on since 1991. No further complications were reported.